Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "no additional patient or event information is available." H2 correction

Event description:
No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d and b zone of the parkes error grid. No additional patient or event information is available